Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Using t2 recon nail with the original targeting device. We were unsuccessful getting the guide wires to pass through the nail.

Event description:
Using t2 recon nail with the original targeting device. We were unsuccessful getting the guide wires to pass through the nail.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.